Event description:
Loss of capture was noted with the ra lead. The pocket was opened and it was noted that the atrial setscrews were loose. Once the lead was re-tightened impedance and pacing thersholds were normal. The device remains implanted.

Manufacturer narrative:
Our CAPA system has found this past-due reportable event.